Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional device reported in mw 2210968-2019-80415.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture did not fix, it broke during use. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ak9838 number, and no non-conformances were identified.